Manufacturer narrative:
Batch review performed on 07 march 2017. Lot 153390: (B)(4) items manufactured and released on 05 august 2015. Expiration date: 2020-06-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 09 march 2017 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: the breakage occurred below the head of the screw, which is the most stressed point as expected by the risk analysis. There is no sign of material or geometry defect that could have caused the failure. The breakage appears as a typical failure of implant under fatigue loading. The lower part of the screw appears damaged on the thread surface, that is most likely related to the operations needed to grab and remove the screw from the implant site. This kind of breakage is not an uncommon event for pedicle screws. Due to the very low rate of events on the medacta products, no specific action nor further investigation is considered necessary.

Event description:
The patient had had pain for long time. Apparently everything was correct but the surgeon decided to re-operate. One of the screws was found broken (perhaps this was the pain origin). The surgeon was able to retire all the system and the surgery finished with no more complications.